Manufacturer narrative:
Article citation: "breast reconstruction following breast implant-associated anaplastic large cell lymphoma," authors: lamaris, gregory a.; butler, charles e.; deva, anand k.; miranda, roberto n.; hunt, kelly k.; connell, tony; lipa, joan e.; clemens, mark w., american association of plastic surgeons, plastic and reconstructive surgery. 143 (3s): 51s¿58s, mar 2019 doi: 10.1097/prs.0000000000005569. The event of lymphoma - alcl, seroma, lump nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through literature article "breast reconstruction following breast implant-associated anaplastic large cell lymphoma", it was reported a patient presented with right side lymphoma-alcl, seroma, mass, jaw pain, and bone metastases. Pathological markers not provided. Device has been explanted. Patient was additionally treated with "salvage epoch (etoposide, vincristine, doxorubicin, cyclophosphamide, and prednisone) chemotherapy and stem cell transplantation". Patient responded well to treatment and "achieved complete remission".